Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). An actual sample was received at the plant for evaluation. The luer was removed easily by screwing off the luer without any difficulty. The reported condition was not confirmed. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a deph free administration set in which it was impossible to remove the rotative luer from a 3 way stopcock. The luer broke in the stopcock. This reported condition occurred during patient-use. There was no patient injury or medical intervention necessary. No additional information is available. This is report 1 of 2 of a similar reported condition from the same facility.